Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider installed another mixer, the noise issue was resolved and the device was returned to the customer.

Event description:
It was reported that during maintenance the ventilator mixer generated an abnormal noise. There was no patient involvement.

Manufacturer narrative:
(B)(4). Although medtronic- covidien was not authorized to conduct a failure investigation, the third party returned a mixer. An investigation was performed on the returned component but the alleged malfunction could not be confirmed.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.